Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the clips were falling from the applier. The clips did fall into the pt but were retrieved. Another er320 was opened to complete the case. There was no consequence to the pt.